Event description:
This device experienced total loss of pace/sense ability post implantation in 2007. A chest x-ray demonstrated extreme angles of the defibrillation lead. Upon general inspection on the next day, the device pace/sense ability had re-established itself. The device was explanted and the lead tested. The lead was found to function normally. A new device was then implanted without complication.